Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿unable to proceed¿ message during press-and-hold while filling tubing for a supply change on an ilet system using a prefilled cartridge, with blood glucose at 217 mg/dl; after a guided dry run and full supply change with new supplies, the user observed drops in the line and insulin delivery resumed, consistent with a device problem of complete blockage localized to the tube. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified during the interaction, and a complete blockage involving the tube was implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.